Event description:
"Pt to ultrasound at 1355 for thoracentesis. Tpn bag had greater than or equal to 500 ml fluid in it. Running at 104 ml/hr. When arrived to ultrasound at 1400, pt code called. Tpn noted to be empty. Settings retrieved and correct at what was there when pt left the floor. Amount in 824 ml which would also match the rate. Door wasn't opened until machine beeped bag was empty." The device was programmed to deliver tpn at a rate of 104 ml/hr with a volume to be infused (vtbi) of 500 ml. At 1355, the pt was transported to the ultrasound dept to undergo thoracentesis. At 1400, the pt "coded." The customer contact reported that the tpn bag was noted to be "empty." No specific treatment measures were provided. The device was removed from clinical service. The pt remains hospitalized and is doing "better."